Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that the catheter fell out of the patient's body with a damaged and deflated balloon on the 15th day of placement. It was later reported that after the pretest was performed, the catheter was inserted into the bed-ridden patient for urine drainage and taped on the patient's femoral with surgical tape. Another catheter was not used and it is unknown if pieces of the balloon remained in the patient's body.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted an irregular burst along the inflation eye. No pieces of the sac were missing. Water was introduced into the inflation lumen and no obstructions to impede flow were experienced. The sample was evaluated under microscope and no conditions found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" Correction: concomitant medical products.

Event description:
It was reported that the user found that the catheter fell out of the patient's body with a damaged and deflated balloon on the 15th day of placement. It was later reported that after the pretest was performed, the catheter was inserted into the bed-ridden patient for urine drainage and taped on the patient's femoral with surgical tape. Another catheter was not used.